Event description:
It was reported that the ICD system was extracted due to endocarditis. Cultures were taken and antibiotic treatment was necessary for the patient. No further patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)